Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: it was reported there is white matter on the needle cannula. To aid in the investigation, one sample in an opened packaging blister with the plastic shield and two photos were provided for evaluation by our quality team. A visual inspection was performed and there is an epoxy drip over on the needle hub. No other defects or imperfections were observed. The two photos provided show the sample received. This defect could be possible during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle plastic hub. A device history record review was completed for provided material number 305107, lot number 0164001. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The cannulator was verified and the settings were correct. The flow of products was acceptable. To date, there have been no other similar events reported for this lot.

Event description:
It was reported when using the bd precisionglide¿ needle there was epoxy on/in needle cannula. The following information was provided by the initial reporter. The customer stated: there was "white matter on the needle cannula."